Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device manufacture date was reported as unknown on the initial report; and has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device was received and evaluated. Only visual inspection was conducted, it was observed that the electrode was in normal used condition. The cable was in good condition as well as the connector and pins. The suction tube did not show anomalies as well as the shaft. The active tip showed signs of activation. The device will be sent to the supplier for further investigation. A vapr s90 4.0mm w/integr hdp -ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The device was evaluated; as a result; device was not returned in the original packaging. The distal tip is in a used condition and a charred section can be seen at the 5 o clock position on the manifold. No visible damage to handles, cable or plug. The device did not pass the electrical as well as the functional test, ablate immediately output short and spark, coagulation function was activated ok for ten seconds then sparking started. A DHR review has been performed for the complaint device lot number u2210107 (nov 2022); no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The customer reported that there was a failure of the device involving the extraction of sparks, this has been interpreted to mean that sparking occurred which can be confirmed from functional tests. Visual inspection found that the plastic manifold was damaged mostly probably by a ¿shorting¿ event at the distal tip of device. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. When the device was activated an output short error was confirmed on ablate mode and sparking on both modes. The reported device, 738302, one piece lps (225370) , lot. U2210107, has failed both electrical and ablate mode at functional test confirming the customer's complaint. The damage present in the manifold is constant with damages previous seen in "shorting" events attributable to an ineffective isolation of the active an return due to an incomplete adhesive seal in the area of the distal tip. This events have been previously investigated. This failure mode has been reviewed against document 892007 (systems risk assessment matrix) in which has been recorded as "internal arcing of instrument" (spreadsheet line ref no. 820). For this failure mode the indicated hazardous situations are "insufficient rf energy - incorrect tissue effect" , the ra grid number 9, the severity has been classified as minor and the risk level categorized as alra (as low as reasonably achievable).the currently level is ¿probable¿(<10¯3 and =10¯4 ). Lps electrodes are 100% inspected for functionality as part of their product test regime (process ID 190 /920721-hk control plan), therefore all reasonable containment is still in place. Based on a review of the investigation findings and product ra no containment or correction action related to the individual complaint is required. It was agreed together with mitek to close the CAPA without a design change, but to implement the reoccurrence of training for assembly aids on elite. As the assembly aids and training documentation have not changed, there is no change in manufacturing process and therefore no adverse impact to final product. Atl will continue monitoring complaint rates through standard complaint channels to identify any possible adverse trend that would trigger further actions. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in poland that during an unknown procedure of the shoulder on (B)(6) 2023, a vapr s90 electrode 4.0mm, 90° suction w/integrated handpiece device was used. According to the report, there was extraction of sparks next to the grid while vaporization of the shoulder tissues. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Reporter is a j&j employee. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.